Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient was in the recovery after receiving a new device, loss of capture was observed. Loss of output was also seen on the electrogram telemetry. The patient became distressed. Pacing resumed shortly with no further issues were seen. The device pocket was opened and no physical issues were noted. The patient will be followed normally. The patient condition was good before, during, and after the operation.